Event description:
In the past 2 months we have three instances of a medication-use process related issue involving the baxter continu-flo solution set (2c8537) tubing spike drop out of the hospira heparin 25,00 units/250ml (noc 0409-4520-02) infusion bags. Submission ID: (B)(4). Ref reports: mw5155517, mw5155518.